Manufacturer narrative:
(B)(4). Per field service representative (fsr), the unit is continuously plugged into an outlet. The battery was at 21 volts direct current (vdc) and would not charge. During troubleshooting the charger board was found to not be working. The unit has been pulled from clinical use until repairs can be made.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries would not charge. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. No parts were returned to the manufacturer for evaluation, since no replacement parts are available. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.